Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): on (B)(6) 2007, the patient underwent a laparoscopic bilateral soo, lysis of adhesions, uterolysis, excision of endometriosis, cystoscopy, rectocele and cystocele repair. The patient underwent a procedure to remove the eroded mesh on (B)(6) 2011. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00031. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that in about 2010, the patient started experiencing pain during intercourse and urgency, inability to urinate, incomplete voiding, and involuntary voiding. Upon vaginal exam the patient experienced tenderness. The surgeon diagnosed mesh exposure and recommended surgical intervention. In 2011, the surgeon removed the part of the mesh that was exposed. In 2012, the patient began to experience pelvic pain, cramping, vaginal itching, discomfort, and dyspareunia. The patient could feel parts of the mesh with her fingers. The patient went to the surgeon due to inability to void fully, incontinence, persistent infection and palpable mesh exposure. The surgeon noted that mesh was present in the vaginal wall in more than one place, and there was a hole where the mesh was removed in 2011. The surgeon recommended that the mesh be removed in its entirety.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.